Event description:
It was reported that pump experienced malfunction alert with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through resetting pump, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if any malfunction alert returned, which customer acknowledged and understood.